Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the battery pocket site was causing pain to the patient. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.